Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 7 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported event was confirmed. 6 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by corroded bearings. 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by lubrication breakdown.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 6 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 5 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 1 device was found to be affected by lubrication breakdown. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. 8 previously reported events are included in this follow-up record. Product return status 7 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.